Manufacturer narrative:
During routine preventive maintenance (pm) the infusion pump failed the 30 psi occlusion test, recording a pressure of 20 psi, below the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no prior similar complaints. The failure modes were confirmed, and the probable cause for the failed occlusion test was determined to be an out-of-calibration condition and a component failure of the pressure sensor. The occlusion high psi was recalibrated from 269 to 249 and the pressure sensor was replaced which successfully resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for these failure modes. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) the infusion pump failed the 30 psi occlusion test, recording a pressure of 20 psi, below the acceptable range of 22 to 38 psi. No patient involvement was reported.